Manufacturer narrative:
The agent reached out to the patient to gather missing information from (B)(4). The agent gathered all missing information and updated the required dropdowns and case description. The patient reported that on (B)(6) 2025, her blood glucose levels started rising while she was wearing her pod. The patient stated she believes there may have been some swelling, but attributes this more to dehydration and bad circulation at the time. The patient's blood glucose (bg) values reached 604 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness, coma and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient lost consciousness and went into a coma. For treatment, the patient did not report. The patient was discharged after 11 days. The pod was discarded.